Manufacturer narrative:
(B)(4). The instrument was returned for evaluation. Visual and optical examination confirms dynamic jaw pin is missing, and the fixed jaw is bent downward, consistent with excessive force. The above observations are consistent with misuse due to excessive force, resulting in the foregoing event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a spinal procedure and the tip of the instrument broke. No patient complications were reported.